Event description:
Philips received a complaint on the v60 device reported by a hospital medical engineer that it was impossible to operate the touchscreen during pre-use checking. The touchscreen display is randomly selecting areas. There was no patient involvement at the time the issue was discovered. Reported that they had frequently calibrated the unit for a failure in operating the touch panel since 1 month before. It was confirmed that there was misalignment within the touch position. Since it was not resolved by calibrating the touchscreen. The issue was resolved by replacing the touchscreen. The device passed required performance verification tests per philips standards. It has been concluded that no further action is required at this time.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation (pi) lab. The failure investigation (fi) technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen was tested, the failure was confirmed. The pi lab found that this touch screen fails diagnostics testing and resistance measurements which are out of spec. This touch screen failed due to resistance measurement failures.